Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell three of four of peritoneal dialysis therapy. The patient was connected. Troubleshooting was unable to determine the cause of the alarm. The technical service representative assisted the patient in ending therapy. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. Visual inspection was performed with no issues noted. Functional testing including leak testing, clamp function test, clear passage test and device to device interaction testing were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.